Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (values not reported). The customer's healthcare provider requested the pump basal setting to be adjusted. Tandem technical support assisted the customer with the setting change. The customer's current bg was 93 mg/dl.